Event description:
It was reported that this artificial urinary sphincter (aus) was no longer working. All the components were removed and a new device was implanted. There were no patient complications.